Event description:
Dr. (B)(6) was plating an ankle fracture and wanted a cancellous screw distally. Dr. (B)(6) used the regular drill then also overdrilled to the fracture site before inserting. Upon inserting a 4.0 cannulated screw out of the pedifrag set through the plate, the screw snapped off near the head. Dr. (B)(6) then used a trephine to core out around the screw and remove it.